Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer was exhibiting noise on the ventricular channel while it was in use on a patient. The cables and adapters were changed out, but this did not resolve the issue. The analyzer was swapped out with a different one, and the noise was gone. The analyzer will be returned for repair. No patient complications were reported as a result of this event.